Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "before use a leak - cuff - was discovered. Defect was observed after opening of the package and during leak test first usage)".

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was found there was a tear on the parting line of the cuff. A leak test was performed and the device was found to leak at the location of the tear. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. A tear was found on the parting line of the cuff. Leaking was found at the location of the tear. The root cause was found to be manufacturing related. A non-conformance was opened to address this issue.

Event description:
Customer complaint reported as: "before use a leak - cuff - was discovered. Defect was observed after opening of the package and during leak test first usage)".